Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom drawer was not closed and stuck in back. A field service engineer (fse) removed full height drawer 6 from the station and flipped it upside down to replace the right slide rail due to damage. The retractor band and drawer control board were also replaced due to physical damage. Trash and debris from the backside of the station were removed, and the drawer was reinserted into the station and reassigned to position 6 in the storage configuration. Drawer 6 was opened and closed multiple times to verify proper functionality and smooth rail operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bottom drawer failed to close. The customer suspected that something was stuck at the back of the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.